Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0j2l3, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device turned off when they went into a store. They hadn¿t tried any other places but every time they went to the store it shut off. It was noted that they wanted someone to call them in 2 days so they could discuss it with the patient¿s life coach.